Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted blood in the guide wire lumen and contrast in the hub, which suggests the sds had been prepared for use and that the sds had been at least partially loaded onto the guide wire. The stent implant was stationary on the tightly folded balloon between the markers and dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as mildly tortuous and heavily calcified, which likely contributed to the failure to cross. The hypotube had separated distal to the strain relief tubing, thus confirming the reported fracture. The hypotube jacket was stretched and separated at the same location. The fracture faces of the separation were ovaled as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. It was also noted that there were bent and mangled struts. This damage is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the product and/or an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. It is possible that the damaged stent struts may have interacted with the calcified lesion, contributing to the reported resistance (entrapment) of the device. Additionally, it was found that the stent was bent, there was a kink in the shaft, there were several kinks in the hypotube, the shaft outer member was flattened, and the shaft inner and outer member was wrinkled. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the reported difficulties. All damage noted is consistent with the reported multiple manipulations of the sds in the difficult lesion and/or from mishandling during or after the procedure. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The reported failure to cross, difficulty to remove, and all damage noted to the device appear to be related to operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all products are 100% visually inspected for damage and a sampling of product is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted blood in the guide wire lumen and contrast in the hub, which suggests the sds had been prepared for use and that the sds had been at least partially loaded onto the guide wire. The stent implant was stationary on the tightly folded balloon between the markers and dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as mildly tortuous and heavily calcified, which likely contributed to the failure to cross. The hypotube had separated distal to the strain relief tubing, thus confirming the reported fracture. The hypotube jacket was stretched and separated at the same location. The fracture faces of the separation were ovaled as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. It was also noted that there were bent and mangled struts. This damage is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the product and/or an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. It is possible that the damaged stent struts may have interacted with the calcified lesion, contributing to the reported resistance (entrapment) of the device. Additionally, it was found that the stent was bent, there was a kink in the shaft, there were several kinks in the hypotube, the shaft outer member was flattened, and the shaft inner and outer member was wrinkled. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the reported difficulties. All damage noted is consistent with the reported multiple manipulations of the sds in the difficult lesion and/or from mishandling during or after the procedure. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The reported failure to cross, difficulty to remove, and all damage noted to the device appear to be related to operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all products are 100% visually inspected for damage and a sampling of product is destructively tested to verify lumen integrity.

Event description:
It was reported that after predilatation of the highly calcified lesion, the stent delivery system would not cross. The device was trapped in the lesion, several efforts were made to remove it from the patient, and there was so many manipulations of the device, when the physician finally could remove the device, the hypotube was fractured. After removal of the device from the patient the stent was noted to have flared struts. No patient effects were reported. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.